Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up after receiving a patient notifier alert. The atrial lead exhibited high impedance and noise. No medical intervention was reported. The patient's condition post event was good.

Event description:
New information on (B)(6) 2016 indicated that the atrial lead was capped and replaced on (B)(6) /2016. The patient was in stable condition post procedure.